Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced return of symptoms including increased spasticity over the past few months prior to the report. It was also reported that there was a pump volume discrepancy. The actual residual volume (arv) of 8ml was greater than the expected residual volume (erv) of 2ml. A catheter dye study was performed and "everything looked good". The doctor was able to aspirate the catheter prior to the study. He was also able to inject dye and visualize the catheter under x-ray. No kinks or leaks were seen anywhere along the catheter. It was noted that the "catheter discrepancy" was found at a pump refill on either (B)(6) 2012 (conflicting information was provided). A roller study was performed that showed proper pump movement and no issues were noted. No anomalies were seen in the pump logs. The previous refill did not show any volume discrepancies. The healthcare provider (hcp) had been increasing the patient dose over the past few months prior to the report. The reporter stated that since there was no problem diagnosed with the pump and/or catheter, the hcp said that she would continue to monitor the patient as well as residual volume and increased the patient's dose. The device system was used to deliver baclofen.